Manufacturer narrative:
Unit received with a depleted (B)(6) alkaline battery installed. Unit had a bleeding lcd glass. Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and a21 error test. Unit uploaded properly using carelink. Unit also had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (B)(6) 2019 00:00:00 daily insulin total = 86.300u, (B)(6) 2019 00:00:00 daily insulin total = 88.200u, (B)(6) 2019 00:00:00 daily insulin total = 85.000u, (B)(6) 2019 00:00:00 daily insulin total = 80.300u, (B)(6) 2019 00:00:00 daily insulin total = 85.650u, (B)(6) 2019 00:00:00 daily insulin total = 74.300u, (B)(6) 2019 00:00:00 daily insulin total = 25.750u.

Event description:
It was reported via phone call that the customer passed away in the hospital on (B)(6) 2019. The customer was hospitalized on (B)(6) 2019 and pronounced deceased there. The cause of death was reported as diabetes, heart failure and renal failure. The caller stated that the customer had heart and renal failure as well as addison's disease that may have led to the customer's passing. The customer's blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of passing. The customer was using a third party's sensors. The caller agreed to return the insulin pump for analysis. This case is only being reported for the malfunction discovered in failure analysis.